Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the aligners caused or contributed to the patient's symptoms. This event is being filed as a MDR as the patient reported an allergic reaction episode while a smiledirectclub aligner system was being used. Although the initial submission was completed within the 30 calendar day reporting timeline, this MDR is being reported outside of the 30 calendar day reporting timeline due to initial incomplete submission resulting in a lack of e-submission ack3 confirmation.

Event description:
The patient reported symptoms of an allergic reaction in the form of throat swelling and difficulty breathing. As a result, the patient discontinued use of the plastic aligners.